Event description:
The surgeon successfully delivered the t1 anchor and then could not get the t2 anchor to deploy. The surgeon attempted to push the t2 with another instrument but wasn't successful, so they cut the suture free and left t1 in the patient.